Manufacturer narrative:
The insulin pump was received with no pump error 41 during testing. However, traces of download analysis due to moisture damage. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0867 inches. During visual inspection, found motor, force sensor and electronic stack moisture damage.

Event description:
It was reported via phone call that the insulin pump had a recurring power error alarm. Blood glucose level at the time of the incident was 161 mg/dl and 195 mg/dl at the time of the call. Customer competed troubleshooting. Customer was able to clear the alarm and complete the rewind process. Displacement test and self test were performed and passed. The insulin pump was replaced and customer agreed to return the product for analysis.